Event description:
During insertion of the iab through the introducer sheath, resistance was encountered, and the iab could not be fully advanced. The iab was removed and replaced without any complications.